Manufacturer narrative:
H.6. Investigation summary: two sealed samples were returned to our quality engineer for investigation. Upon visually inspecting the product, the thump press of the syringe is broken on both products returned. A device history review was performed for the reported lot 1905239, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined the damage likely occurred as a result of the product getting jammed within the manufacturing equipment. Portions where the product moves within the manufacturing line are protected to avoid creating any damage to the product. A project has been initiated to look further into this issue and reduce any reoccurrences. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It has been reported that the bd plastipak¿ syringe has been found with broken plunger rods during use. The following has been provided by the initial reporter:: concerns 3 syringes with a broken distal part of the plunger making the syringes unusable with the push syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe has been found with broken plunger rods during use. The following has been provided by the initial reporter:: concerns 3 syringes with a broken distal part of the plunger making the syringes unusable with the push syringes.